Manufacturer narrative:
Device evaluated by MFR.: a promus element plus mr,ous 3.00x28 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent strut rows in the mid stent region lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink measured at 55.2 cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 29-sep-2021. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery. A 3.00x28mm promus element plus drug-eluting stent was advanced for treatment but could not cross the lesion. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.